Event description:
The pt reportedly experienced a skin flap infection. The pt was treated with rocephin 1 gm and augmentin via IV. The pt's device was explanted. The pt's infection has reportedly resolved.